Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's postoperative symptoms were not well controlled. The doctor originally planned to change the target position on one side, but after entering the operating room found that the target was "basically accurate", so no more surgery was performed. The voltage was adjusted, but the higher parameters may have caused higher muscle tone, hunchback, crooked neck, slanted eyes, and drooling. After transferring to a new hospital, the setting was reduced, and the patient's symptoms were relieved. Due to the long-term problems of high muscle tone, hunchback, crooked neck, oblique eyes, and drooling, the patient's body could no longer recover to the previous state, it was only slightly relieved. The patient's body could only be maintained in a lateral arch shape, and he could no longer eat normally or take care of himself. The patient was in hospital for observation. (B)(6) 2020 (for, rep): additional information was received reporting that the accurate placement was observed prior to the surgery. Unknown if any further actions were taken to resolve the event.